Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Visual examination confirms the superior tang is broken; the broken piece is missing, and not returned for analysis. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture with no indication of fatigue. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. A review of the device history records found no information to indicate a non-conformance to specification.

Event description:
It was reported that while inserting the cage, the inserter broke. The inserter and broken piece were removed from the patient. Although this occurred during surgery, no patient complications were reported.